Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had hernia repair. The patient was a little puffy, had really swollen up, had diarrhea and had possible hernia as swelling reducible into the abdomen. The patient was intubated and was provided intravenous induction. The intradermal layer held well and the top bottom of the incision site appeared to be slightly infected. The suture material have snapped. The muscle layer was closed and provided medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.